Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77517be01. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of the lot 77517be01 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 77517be01 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results for 3 patients. The results were not reported out. The patient¿s results were reactive on other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) architect result = 0.74 s/co repeat nonreactive, sid (B)(6) architect result = 0.53 s/co repeat nonreactive, sid (B)(6) architect result = 0.87 s/co repeat nonreactive. All 3 patients results were positive by elisa and tppa no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-74 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false nonreactive architect syphilis tp results for 3 patients. The results were not reported out. The patient¿s results were reactive on other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) architect result = 0.74 s/co repeat nonreactive, sid (B)(6) architect result = 0.53 s/co repeat nonreactive, sid (B)(6) architect result = 0.87 s/co repeat nonreactive. All 3 patients results were positive by elisa and tppa no impact to patient management was reported.